Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one pack of device. The visual inspection of the returned products noted: the radially expandable sleeves were cut and bent. The condition in which the devices were received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and bent radially expandable sleeve may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cannula insertion on a laparoscopic nissen, the seal of the device disengaged and the expandable retracted after insertion with the step needle to such an extent that the port would puncture the sleeve when inserted. Another device was used to complete the case. There was no patient injury.